Manufacturer narrative:
E1: patient city: kent. Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced hypoglycemia event on 12-feb-2026. The blood glucose level was low and got treated with jelly babies. No further information available.